Event description:
Nellcor puritan bennett received a call from rep of a home svc on 02/16/2000. Home svc called to report the following problem: unit was returned for a "constant breath light". Contacted rep for more info. Rep stated unit was giving breath detects when unit was in apnea.